Event description:
It was reported that during a routine pulse generator change out procedure, the pacing rate dropped to 30 ppm when cauterizing the pocket. The physician stopped using cautery and after approximately 5-10 seconds, pacing at 62.7 ppm resumed. The pulse generator was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis confirmed normal battery depletion. Electrocautery damage was observed on the pacer can.